Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6. Device not returned for evaluation.

Event description:
Product was used during a vitrectomy procedure. Reportedly, the suture broke while tying a knot. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.